Event description:
Pt w/history of silicone implants placed 17 yrs. Ago with replacement of saline approx one year ago. Left implant deflated and was replaced on 1/19/96. Left implant has again ruptured/deflated; replacement procedure.